Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and blood glucose of 570 mg/dl. The customer went to the emergency room (ER) and was subsequently admitted to the hospital and treated with insulin injections and IV fluids to resolve the issue. No discharge date provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
Operator of device replaced.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and blood glucose of 570 mg/dl. The customer went to the emergency room (ER) and was subsequently admitted to the hospital and treated with insulin injections and IV fluids to resolve the issue. Reportedly, the pump time was noted to be off by 5 minutes. Contact believed pump time was initially set incorrectly. No hospital discharge date provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.